Manufacturer narrative:
Follow-up #1: date of submission 09/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/19/2015 with the following findings: the black box and pump histories from the time of the alleged incident were unavailable for review due to continued pump use. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the patient was in possible diabetic ketoacidosis and she was requesting assistance in setting up the advanced features on the replacement pump so the patient could bolus to correct blood glucose (bg) levels. No bg values or signs or symptoms were provided. The reporter stated she was currently working with the patient¿s endocrinologist (endo) and was instructed by the endo to put the patient on the replacement pump and deliver a bolus. It is unclear at this time if the patient was on the pump or not at the time the bg issue began. Troubleshooting could not be completed at the time of initial contact. Customer technical support made attempted to follow up with the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced hyperglycemia of unknown cause and the pump could not be ruled out as a cause or contributor.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.